Event description:
While in stand-by mode, the customer tried to rotate the gantry in a counter-clockwise direction from 120 degrees to 0 degrees using the hand pendant. The gantry rotated with a jerky movement in both directions. At 30 degrees, the gantry suddenly rotated in a clockwise direction at a considerable fast speed beyond 1 rpm. Customer released the motion enable button of the hand pendant in order to stop gantry. However, it continued moving even though thumbwheel was rotated to counterclockwise in order to stop this, since gantry continued rotating in the clockwise direction. Gantry stopped at 170 degrees. Next, the customer moved thumbwheel a little to rotate gantry, and gantry moved slowly with a little vibrating. As soon as the customer released meb of hand pendant, gantry rotated in the opposite direction (clockwise). No injury was reported.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected. (B)(4).